Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a continuous glucose monitoring (cgm) inaccuracy compared to the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2017. No injury or medical intervention was reported. Data was available for evaluation. The complaint confirmation of inaccurate cgm values could not be determined as calibrations were not available for analysis. A root cause could not be determined. It was reported that calibrations were not entered into the cgm after the inaccuracy. Labeling indicates: if the cgm values are outside the 20/20 range, calibrate again.